Event description:
It was reported that the patient underwent axial interbody fusion at l5-s1 with cancellous chips and rhbmp2/acs supplemented with posterior fixation. A few weeks post-op, the patient began to complain of increased pain. The patient was treated with antibiotics. MRI performed in 2008 showed a fluid collection and the posterior aspect of the l5 vertebral body appeared liquefied. A surgical intervention was performed about 7 days later for s1 laminectomy and to evacuate the fluid. Fluid culture was negative.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packaging list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.